Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: explanted: product typ recharger product ID 37743, serial# (B)(4), product typ programmer, patient product ID 37083-40, serial# (B)(4), implanted: 2010-(B)(6), product typ extension product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product typ extension, product ID 3587a25, lot# n234350, implanted: 2011-(B)(6), product typ lead, product ID 3550-29, lot# n237035, implanted: 2010-(B)(6), product typ accessory. (B)(4).

Event description:
It was reported that the patient had a revision of their implantable neurostimulator (ins) system approximately a year ago. It was also noted that the patient has had 'numerous' revisions in the past but no dates or other information were provided. Additional information was requested but was not available at the time of this report.